Manufacturer narrative:
According to available information, no return of product is intended. As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that two days post implant, this right ventricular lead displayed increased threshold measurements. An x-ray revealed this lead had dislodged. A revision procedure was performed. Attempts to reposition this lead were unsuccessful. A decision was made to replace this lead. This lead was removed and replaced. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.